Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: brakes cannot be engaged and steer cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event in which the device was experiencing brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 1 malfunction event in which the device was experiencing brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to update the executive summary to reflect the correct issue being experienced. 1 device is pending evaluation.